Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels that resulted in the customer going to the emergency room (ER) with a bg level of 425 mg/dl; on (B)(6) 2025, cause was unknown. Customer attempted to address bg level via bolus via the pump; however, was treated intravenously fluids of saline to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.